Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19087. It was reported that the patient experienced shortness of breath and presented in the hospital. Upon investigation, the lead was found with elevated threshold. Intermittent loss of capture was also noted, and programming changes were made. A transesophageal echocardiogram (tee) demonstrated vegetation on a new tricuspid valve and on the lead. The pacemaker system was explanted and replaced due to infection. The patient was recovering.